Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a ventricular tachycardia (vt) procedure, a self-test issue occurred which caused a delay in procedure. Ensitex (2.0.1) was used in voxel mode in a patient with a non-abbott heart pump (impella). The contact force (cf) ablation catheter was used for mapping with contact force present. The cf catheter was exchanged for a diagnostic catheter and mapping was completed. The user went back to the cf catheter and there was no force; just dash lines. Troubleshooting included disconnecting and reconnecting the cf catheter with no resolution. The cf catheter was replaced and contact force was visible, but the light was red indicating the sensor was bad. Additionally, the electrodes were red and moving disjointedly. The cf catheter was replaced with a different ablation catheter (flexibility) and the amplifier was restarted with no resolution. The study was then restarted which resolved the issue. Ablation was performed with the flexability and then switched back to using a cf catheter, which showed contact force and was visualized as expected. After ablating with the cf catheter, issues arose again with the sensor being red and the catheter moving. The case was able to be completed with no adverse patient consequences.